Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics senior clinical associate reported the following issue occurred with an auryon atherectomy catheter 2.0mm - hydrophilic coated: "the procedure was performed from the contralateral approach using a 6 fr destination sheath and a sparta core wire. The lesion was described as a calcified stented lesion. A 2.0 auryon device was used. The catheter was advanced to and activated to a point that the device could not be advanced more. The device was removed and the area was pre dilated. The auryon catheter was then again inserted and once again the catheter was unable to be advanced past the area. The catheter was removed and the area was dilated with a larger balloon. The catheter was once again advanced to the area and still unable to cross. The device was then removed. Upon removal, the tip of the catheter was noticed to be off the catheter body. The decision was to made to complete the case without atherectomy of this area. Ivus was used to confirm intralumenal crossing and did not appear to be behind a stent."

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of the tip coming apart is confirmed. The catheter was found to be without the outer blade, and with a tear in the shrink. The length of the inner blade is 2.44mm, and six welding points were found, which is within the spec. The catheter arrived with no active fibers. The catheter working time was 4:59 minutes at 50 mj/mm² and 5 minutes at 60 mj/mm² (which is the maximum working time allowed). One kink was detected along the catheter's shaft. No heparin/saline solution was injected through the sheath during the procedure. The patient was unaffected. Several potential causes include excessive tension applied by the physician to the catheter, leading to increased force and fiber degradation, which can damage and cause the outer blade to fall. The lesion involved cto and isr from the proximal sfa to the popliteal with overlapping stents, increasing required force. The catheter was used for the maximum 10 minutes, with 5 minutes at the highest energy of 60mj/mm2, also risking fiber damage. Additionally, not injecting heparin/saline through the sheath increased friction, requiring more force and potentially causing the outer blade to fall. Furthermore, the catheter was found to be normal prior to use. The operator confirmed nothing was left behind via x-ray; the procedure was unaffected and completed with this device. Evidence shows the blade fell outside the patient's body and caused no harm. Large fragments are unlikely, though damage to the catheter and fibers may have occurred during withdrawal, sterilization, or shipping. There is a connection between passages, including navigating two overlapping stents with a long bend. Mechanical damage, shrinkage, and bending suggest high friction between the catheter and sheath. Excessive forces may cause catheter breakage. The catheter arrived with foreign material of unknown origin attached, unrelated to the catheter. The root cause for this event is due to excessive handling forces of the catheter during the procedure and due to improper use according to the IFU. This catheter completed the procedure. The catheter and the external blade were removed from the patient, and an angiogram was done after the procedure, which was normal, and no harm was done to the patient. The DHR of the catheter lot was reviewed in reference to the description of the reported complaint. The review confirms that the lots met all material, assembly, and performance specifications. However, the potential root cause of the tip detachment failure mode is likely, fortunately, related to the use of the catheter during the procedure. A review of the distribution records for the reported catheter serial number (B)(6) was performed for any deviations related to the reported failure mode of the complaint. The review confirms that the catheter met all packaging performance specifications, i.e., no ncr was written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings: pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4)